Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is female/6 days old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event had been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: dual- vs single-chamber ventricular pacing in isolated congenital complete atrioventricular block in infancy. Jacc clinical electrophysiology. 2025. 11:987¿998. Doi: 10.1016/j.jacep.2024.12.025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacemaker (pm) implants in infants with isolated congenital complete atrioventricular block (ccavb). The study population was divided into two cohorts; single-chamber ventricular pacemaker (vvi) versus dual-chamber pacemaker (ddd). The authors described patient deaths; one in the ddd group developed significant left ventricular (lv) dysfunction and died due to complications related to end-stage heart failure. In the vvi group, one patient died due to sepsis not related to pm infection, and one had a sudden death of unclear etiology. There is no allegation of device-death relatedness indicated in the article and no evidence that any death in the vvi group was related to pacing/device complications. There were patients who experienced superficial and deep pm infections, wound dehiscence, endocarditis, pericardial effusion, pacing-induced cardiomyopathy, pneumothorax, cardiac strangulation, lv dysfunction, unknown pocket-related complications, and unknown lead-related complications. There were leads which exhibited dislodgements, fractures, and exit block which was defined as increased thresholds, and cases of pm migration. Devices and leads were replaced, revised, or reprogrammed. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.